Event description:
An alert was issued on this lead within 30 days of its implantation. Pt was not informed. The alert was removed in 6/99. Pt fell, reason unknown and was hospitalized. Pacemaker MFR was called and one pathway of lead was found to have failed. It was "turned off." Instead of bipolar it was then unipolar. Later, pt had to have bypass surgery and it was found that the lead had failed completely. The lead was replaced. Lead remains implanted.